Event description:
It was reported by the customer that a pyxis medstation es system was frozen on the password entry screen. The customer mentioned that they had attempted to resolve the issue by unplugging and reconnecting the station, but the system still returned to the same screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cause for malfunction was software application issue. A technical support specialist contacted the customer to further investigate the matter. The customer confirmed that the issue had been resolved with a straightforward reboot. The system functioned as intended after the technical support specialist troubleshooted the device.